Manufacturer narrative:
Updated sections: g4,g7,h2,h3,h6,h10. Internal complaint number: (B)(4). The lot # 25153254 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. The device was returned to the factory for evaluation on (B)(6) 2020. An investigation was conducted on (B)(6) 2021. A visual inspection was conducted. Both the harvesting tool and cannula were returned for evaluation. Blood was observed on and in the cannula and the harvesting tool. The heater wire was observed to be slightly flexed which is due to normal clinical use. The clear silicone was observed to be intact, no peeling or damage was observed. There was no sign of white particulate observed. The cannula was observed to be intact, the c-ring was also observed to be intact. No visual defects were observed. A mechanical evaluation was conducted. The harvesting tool was inserted into the cannula with no physical or visual difficulty. There were no shavings observed after inserting the harvesting device into the cannula. The bell and adaptor was taken apart. The o-ring was observed to be intact, no visual damage was observed. The inner lumen was removed. There were no nonconformities observed. No signs of scrapings were observed. No white particulate was returned for evaluation. Based on the returned condition of the device, the reported failure "particulates" was not confirmed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2, white plastic shaving came out in patient leg. White plastic shaving was retrieved with hemopro. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise ID # (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2, white plastic shaving came out in patient leg. White plastic shaving was retrieved with hemopro. A replacement device was used to complete the procedure. The hospital did not report any patient effects.